Event description:
It was reported that screwdriver's tip broke during tightening the set screw for a posterior fixation procedure at l4-s1. The broken off tip remained in the hollow part of the set screw and was removed. No pt complication was reported.

Manufacturer narrative:
(B)(4). Approximately, 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload. Plastic deformation just below fracture surface noted, and is also consistent with overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.